Event description:
Information was received in 2005 from patient with a medical history of osteoarthritis and a prior synvisc series in the left knee in august 2004, who experienced right knee pain, right knee swelling, right knee inflammation, right knee hot, and increased discomfort in the right knee. The patient began treatment with synvisc in february 2005. The patient received a series of three injections of synvisc into the right knee on unknown dates in february 2005. After the first injection, the patient had pain and swelling that resolved after a couple of days. After the third injection, the patient had more pain, swelling, and inflammation. The knee also felt hot. The symptoms resolved. The patient stated that the synvisc injection in their right knee did not work as well this time. Patient still had increased discomfort. The patient stated that the physician had more trouble getting the injection into the joint. At the time of this report, the patient still had increased discomfort. All of the other events had resolved. Additional information was received in july 2005 from the patient. The patient received a dose of steroids for treatment of symptoms after the third synvisc injection. In 2005, the patient was treated with intra-articular steroid injection (kenalog). The patient's outcome and the relationship between the events and synvisc was not provided.